Event description:
During a thoracentesis procedure the catheter tip broke off while the dr was withdrawing the needle. X-ray was taken, but it did show any sign of the broken catheter piece.

Manufacturer narrative:
Unfortunately, the hospital is not willing to release the sample for evaluation at this time, therefore, we are unable to determine the cause for the reported issue. If the sample becomes available we will reopen the investigation. A review of the device history record, raw material history files and the sterilization batch records for the listed manufacturing lot showed no recorded quality problems or rejections related to this incident.